Event description:
The customer reported that the system was showing red lights. A new battery was installed on the system and as the procedure resumed, a piece of the active waveguide disengaged from the jaws. The piece was retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.